Manufacturer narrative:
Recall: 1627487-07262012-002; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The programmer also reflected a communication error. The patient had not used or recharged the device in approximately a year. In turn, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced with a different model. Reportedly, effective stimulation was restored following the procedure and the issue is resolved.